Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user couldn't be activated due to abnormal telemetry. No percepts or facial stimulation were noted during telemetry. Reportedly, implantation surgery was difficult and resistance was met during electrode insertion.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient could not be activated due to abnormal telemetry results. Based on the available in situ measurements, it seems that the active electrode has been inadvertently damaged during implantation surgery. Furthermore, three channels remained outside of cochlea according to the implant registration card (irc). In addition, a migration of the active electrode after the implantation surgery seems likely, since additional basal channels were switched off. Overall, this leads to a low number of available active channels, which could provide insufficient benefit. Re-implantation is considered, but no date has been scheduled yet.

Event description:
It was reported that the user couldn't be activated due to abnormal telemetry. No percepts or facial stimulation were noted during telemetry. Reportedly, implantation surgery was difficult and resistance was met during electrode insertion. A complete insertion was not achieved with 3 channels remaining extra-cochlear. A post-op CT is scheduled to assess electrode placement. Clinic considers re-implantation with a stiffer electrode however waiting for post-op CT results.